Manufacturer narrative:
(B)(4). Date sent: 01/14/2021. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information received: the patient is in good condition pending that when it is prudent to schedule a new intervention and to try to close the colostomy again, they speak of approximately six months. The surgeon stated in informal conversation that he noticed that the pins of the staples were exposed before the shot.

Manufacturer narrative:
(B)(4). Date sent: 01/29/2021. D4: batch # p5773m. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage. The breakaway washer was present, indented and there were no staples present on the device, indicating that the device achieved a full firing stroke. Further analysis shows that the washer present nicks around the washer; due to several staples that pass through the middle part of the washer. It is possible that this condition is caused when the anvil used and fired with an incorrect device of a different diameter. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. The condition of the washer indicates that the anvil was fired with an incorrect device diameter. The instructions for use do contain the following caution: the anvils for the intraluminal staplers (ils) having the same lumen size are interchangeable. An anvil from an sdh29a can be used on a cdh29a or ecs29a. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: was the surgery completed successfully: surgery was not completed successfully will additional intervention be required? Yes, the patient will undergo reoperation to try to close the colostomy again in 6 months. Additional information was requested, and the following was received: could you clarify if fragments are generated? No fragments were generated. Were there any changes in the procedure? The colostomy was performed again. Could you clarify if there were consequences for patients? The colostomy could not be closed. Could you clarify if it was any change in the postoperative care of the patient as a result of the event? There is no information yet to answer this question. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colostomy closure surgery, before the shot it was observed that the spikes of the staples were exposed. When the shot was made it was evident that the stapler cut but did not staple. It was inspected and it was found that the 2 donuts existed but were not found staples applied or malformed.